Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system shuts down during procedures and needs rebooting. This resulted in a loss of imaging functionality. This could cause the delay or cancellation of a procedure. There was no pt injury or death reported.